Event description:
A 58 yr old white female g2p2 status post bilateral submuscular transaxillary surgitek gels for augmentation 10/16/85. She had a mild blow to the left chest in 1985 without bruising or swelling at that time. Pt has systemic complaints including arthralgias, myalgias, dysethesias, fatigue, sweats, neurocognitive problems, dry mucous membranes, hair loss, rashes, gastrointestinal and genitourinary disturbances etc. Pt otherwise healthy without history of antecedent thyroidectomy for benign tumor and positive for smoking. Mammogram 4/11/94 within normal limits. Exam within normal limits except bilateral axillary lymph nodes. Symptoms 8/8/94 positive rupture, gel with minimal clouding, marked yellowing, granulomatous changes in capsule with marked histiocytes.